Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer also reported other blood glucose value 60 mg/dl and 70 mg/dl. The customer treated low blood glucose value with glucose tablet and food. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Displacement test was performed and it was passed. The insulin pump will not be returned for analysis.